Event description:
It was reported that the patient presented in the or for change out due to normal eri. The patient was asymptomatic. Externalized conductors were noted. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.